Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. In the package insert under possible adverse effects, item 4 states: "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and/or excessive activity." Concomitant medical product - comp primary stem 16mm std catalog #: 113656 lot #: 110350, comp locking screw catalog #: 180501 lot #: 710430, comp non-lckng screw catalog #: 180509 lot #: 999860, comp rvrs shdr glen bsplt catalog #: 115330 lot #: 628500, comp non-lckng screw catalog #: 180508 lot #: 979470, comp rvs cntrl scr catalog #: 115381 lot #: 345270. This is 5 of 5 reports being filed for the same patient (reference 1825034-2017-00721 - 00725).

Event description:
It is reported that the shoulder was revised due to instability approximately 4 months post-implantation.